Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Company representative reported via email that the customer stated that the buttons on the insulin pump are sticking. Customer declined transfer for troubleshooting. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis.